Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the issue noticed before activation? The issue was identified during installation, before activation were there any patient consequences? There have been no adverse effects on the patient is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. The product is available for return. It has been sent to j&j sjc (brazil) for subsequent forwarding to eth. H3 evaluation: complaint sample review: one complaint sample of the bulb with separated connection port (stuck inside the adapter) was received for evaluation, product was inspected visually, below are detailed observations: 1. Connection port of the bulb was separated, and there was a deep cut mark visible on the remaining portion of the bulb port. 2. Portion of the port, which was stuck inside the adapter, also having visible cut marks. Here, it is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of dmd scope. Documents review: during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review: no negative observation was found. As per standard practice, 100% functional test and 100% visual inspection was carried out visually before and after packing of finished goods, prior to the product release. There is no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and a bulb reservoir was used. During the installation of the device, it was observed that the connection tip between the drain and the vacuum pear was broken. Given this occurrence, it was necessary to open a new device of the same type, but of different batch, to finalize the procedure. The completion of the procedure occurred without other complications. Upon receipt and analysis, it was observed the connector was cut. Additional information has been requested